Manufacturer narrative:
While the failure was not replicated on the returned parts, the errors observed in the system logs may be attributed to user-induced problems including loosely connected, improperly seated, or disconnected blue fiber cable.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis updated the investigation to include corrected information for the system power manager (spm). The patient side cart (psc) was set to battery mode and it drained up to 82 percent and then powered cycle it. After 10 power cycles, the battery state of charge (soc) was charged up to 100 percent verifying that the spm is fully functioning. The error logs were inspected and found no fault-related error.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered a non-recoverable fault on the system. The technical support engineer (tse) confirmed a fault pointing to the top fiber cable port that was connecting the patient side cart (psc) to the system. The customer cleaned and reseated the cables, but the issue remained. The customer opted to continue the case laparoscopically. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the system power manager (spm) and optic fiber cable (ofc). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The spm was returned for failure analysis due to no back up battery message. Failure analysis was not able replicate the problem from the field. In system logs, no error was found indicating the fault that happened in the field. A visual inspection found no issues that are related to the reported event. The spm was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs were inspected, but no error could be identified. The complaint was not confirmed based on failure analysis. The optic fiber cable was returned for failure analysis due to a non-recoverable fault, but the reported issue was not confirmed or replicated. No related errors were found in system logs. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden surgeon side console (ssc) system. There was no error triggered during the startup of the system. The system ran 10 power cycles, but the issue was not able to replicate. This unit was found to be fully functional. The root cause is likely due to an electrical component failure.